Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer states that ECG leads were molded incorrectly. There was no reported patient incident/injury.

Manufacturer narrative:
The issue was confirmed and a supplier corrective action was issued.

Event description:
The customer states that ECG leads were molded incorrectly. The device was not in use on a patient.